Manufacturer narrative:
Further information was requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Some screen shots were provided showing no measured flow (and hence volume) with generated alarm for low expiratory minute volume as described. There is no increase in pressure in the screen shots. Ventilation mode is set to pressure regulated volume control (prvc) where the ventilator delivers a preset tidal volume. The pressure is automatically regulated to deliver this volume but limited to 5 cm h2o below the set upper pressure limit. In the prvc algorithm in the software version used in the subjected ventilator, breaths with extremely small measured compliance are excluded from the calculations for the pressure level of the next breath. The pressure then does not increase from breath to breath, even though delivered volume is too low. A possible explanation may be a total occlusion of the endotracheal tube on a small patient with a significant amount of secretions in the airways. Without the pressure increase, the mucus may not be cleared from the endotracheal tube, and hence the situation will remain until higher pressures are applied, e.g. Through hand bagging, or switching to a pressure control mode with higher peak pressures. Newer software version include these breaths with extremely small measured compliance, but limit the measured compliance in the calculation of the pressure level for the next breath, resulting in a gradual increase in pressure also in the situation of a total endotracheal tube occlusion. This would most likely within a few breaths resolve a situation where mucus is blocking the endotracheal tube. Our conclusion is that a problem occurred in the breathing circuit system, an occlusion of the endotracheal tube affecting the flow and volume to the patient. It was detected by the ventilator and alarms were generated. There is no indication of ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, there was no flow or volume from the ventilator. Alarms for low expiratory minute volume were generated. The patient desaturated and became bradycardic. The ventilator was disconnected and the patient was manually bagged until the ventilator was connected again. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).